Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('migration / uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy: rash/skin condition"), pelvic pain ("pelvic pain female"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), anxiety ("anxiety") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the device breakage, uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, pelvic pain, fatigue, gastrointestinal disorder, visual impairment, migraine, headache, nausea, nervous system disorder, anxiety and feeling abnormal had not resolved. The reporter considered abdominal pain, anxiety, blood disorder, cardiac disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation and visual impairment to be related to essure. The reporter commented: she received treatment for the following events: dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, device breakage, migration/uterine perforation, fatigue, gi conditions, vision problem, migraine, headaches, nausea, neuro condit/prob, anxiety and brain fog. Discrepant information regarding date of insertion: previously reported on (B)(6) 2012 and now as per current ppf on (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('migration / uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy: rash/skin condition"), pelvic pain ("pelvic pain female"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), anxiety ("anxiety") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the device breakage, uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, pelvic pain, fatigue, gastrointestinal disorder, visual impairment, migraine, headache, nausea, nervous system disorder, anxiety and feeling abnormal had not resolved. The reporter considered abdominal pain, anxiety, blood disorder, cardiac disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation and visual impairment to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, device breakage, migration/uterine perforation, fatigue, gi conditions, vision problem, migraine, headaches, nausea, neuro condit/prob, anxiety and brain fog. Discrepant information regarding date of insertion - previously reported (B)(6) 2012 and now as per current ppf (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, device breakage, migration/uterine perforation, fatigue, gi conditions, vision problem, migraine, headaches, nausea, neuro condit/prob, anxiety, hypersensitivity, rash/skin condition, blood/heart disorder, brain fog and plaintiff did not undergo confirmation test. Patient date of birth and treatment details added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('focal chronic salpingitis'), device breakage ('device breakage') and uterine perforation ('migration of device location: uterus/uterine perforation') in an adult female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dilation and curettage, essure tubal occlusion and hta (hydro therm ablator) ablation" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included nausea, bloating and migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy: rash/skin condition"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), migraine ("migraine/headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), anxiety ("anxiety"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, menorrhagia and vaginal haemorrhage outcome was unknown, the device breakage, uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, fatigue, gastrointestinal disorder, visual impairment, migraine, nausea, nervous system disorder, anxiety and feeling abnormal had not resolved and the pelvic pain had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, blood disorder, cardiac disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, device breakage, migration/uterine perforation, fatigue, gi conditions, vision problem, migraine, headaches, nausea, neuro condit/prob, anxiety and brain fog. Discrepant information regarding date of insertion- previously reported 13-dec-2012 and now as per current ppf 23aug2012. Per medical record: on (B)(6) 2012, attempted hysterosalpingogram. Endometrial ablation, dilatation and curettage, polyps also removed at the same time, essure (B)(6) 2012. Pathology report: right fallopian tube, salpingectomy: benign fallopian tube segment with accompanying intraluminal essure device and associated focal chronic salpingitis. Left fallopian tube. Salpingectomy: benign fallopian tube segment with accompanying intraluminal essure device. Gross description: ¿right fallopian tube with essure¿ (sic) the proximal lumen presents with a curled metal spring-like wire. ¿left fallopian tube with essure¿ (sic) the proximal lumen presents with a curled metal spring-like wire. ¿concerning the injuries reported in this case, the following one were confirmed in patients medical record: salpingitis, medical device monitoring error and pelvic pain". Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record received. Per medical record event¿ focal chronic salpingitis¿ was added. Per plaintiff fact sheet following events¿ abnormal bleeding (vaginal, menorrhagia) and dilation and curettage, essure tubal occlusion and hta (hydro therm ablator) ablation were added. This case is medically confirmed. Reporter, demographic, medical history, essure lot number and essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.